Event description:
Problem: it was reported the user facility performed functional testing with the administration set using a rate of 30 ml/hr. The system occlusion pressure was measured at 8.5 psi when the pump alarmed (below occlusion specification of 9 - 27 psi). The reporter stated that when the same pump and infusion rate were tested with a cassette the system met with pressure specifications (occlusion alarm occurring at 15 psi). No patient involvement.